Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that non-recoverable fault 23062 occurred. The site tried all of the troubleshooting steps, but the issue persisted. The customer abandoned universal surgical manipulator (usm) 1 and proceeded with three usms. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci universal surgical manipulator (usm) involved with this complaint to perform failure analysis. In the system logs, the 23062 error was found indicating a 3 phase motor did not respond as expected on usm 1, due to an inconsistency in motor current, voltage and speed. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good system where the component functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, motor stator was inspected and no faults could be identified. The complaint was confirmed based on system logs. While the failure was not replicated during in-house testing of the returned unit, the error observed in the system logs indicate a potential issue with the motor stator in the usm.

Event description:
Refer to h11 for follow-up information.